Event description:
The customer reported that the insulin pump was not delivering insulin properly as she was experiencing high blood glucose levels recently. The customer also reported getting no delivery alarms. The customer was not having either issue at the time of the call, therefore troubleshooting was not possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.